Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized due to a low blood glucose on (B)(6) 2017. The customer was cutting the grass when she started to feel dizzy. Her sister called the emergency medical services and they found her blood glucose level was 22 mg/dl. The emergency medical services took her to the emergency room. At that time, her blood glucose level was 68 mg/dl. Customer's sensor glucose reading was 44 mg/dl but the insulin pump never went into threshold suspend. While in the emergency room, the emergency medical services administered a glucagon shot. The customer was also given dextrose and food to treat. The customer experienced symptoms such as severe dizziness, inability to speak, hard to breath, and loss of consciousness. Customer's current blood glucose level was 78 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer also complained of differences between sensor and blood glucose readings. The insulin pump will not be returned for analysis.